Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user who underwent surgery in 2022 did not feel any benefit from the implant. The user was explanted and chose not to undergo implantation again.

Event description:
The user who underwent surgery in 2022 reportedly never had benefit from the implant. After implantation she started to experience ringing in the ears and dizziness. The user was explanted.

Manufacturer narrative:
According to the information received, the no benefit with device and dizziness was reported since initial surgery. Most likely the active electrode was inadvertently inserted into the vestibule during implantation, as confirmed by recent diagnostic images. The reported dizziness was likely caused by extra-cochlear stimulation. Device investigation did not reveal any device damage which is expected to have been present whilst implanted. Mechanical damages found are attributable to the removal surgery. This is a final report.